Manufacturer narrative:
Other applicable components are: product ID: 8781, serial #: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 02-sep-2017, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving gablofen (2000mcg/ml at 100mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient's family reported that the patient had decreased effectiveness with his intrathecal baclofen therapy (date unknown). The managing physician attempted a catheter access port (cap) aspiration, but she was unable to aspirate the catheter. The patient was seen in the operating room (or) for a dye study and was unable to aspirate the catheter after opening the pump pocket. No issues were seen with the catheter in the pump pocket. The healthcare provider (hcp) opened the spine incision and the surgeon noted that one of the anchor sutures were missing, and the anchor had swiveled with only one suture connected. The tip segment of the catheter had worked out of the intrathecal space and was coiled subcutaneously. No environmental, external, or patient factors were reported to have caused this issue. The catheter was removed and replaced with a new catheter. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.